Manufacturer narrative:
The reported complaint of incorrect pause duration was confirmed. The r wave under-sensing causing the issue was an expected behavior by the impedance/contact checking feature implemented in assert-iq in order to reduce false detection due to loss of contact.

Event description:
New information received notes that the icm also exhibited under-sensing of r wave.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) had incorrectly displayed duration of episodes on electrocardiogram (ECG). No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.